Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella cp and ECMO were supporting a patient with acute myocardial infarction/cardiogenic shock. The patient experienced ventricular fibrillation requiring defibrillation. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.